Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a leak in the catheter was confirmed and the cause was determined to be use related. One 4 fr groshong PICC was returned for investigation. The groshong catheter was received with the stylet in the lumen. It was noted that the stylet had been repositioned within the catheter. The catheter tubing had been advanced over the metal cannula and was abutting the distal end of the white connector. A hole was observed in the blue stripe 2.6 cm from the distal tip of the catheter. A microscopic examination of the hole revealed a cylindrical shaped plug of catheter material still attached to the edge of the hole. The surface around the plug of material was granular. It appears that the stylet was pushed through the catheter wall. The IFU states, ¿avoid accidental device contact with sharp instruments and mechanical damage to the catheter material. Use only smooth-edged atraumatic clamps or forceps. Avoid perforating, tearing or fracturing the catheter when using a guidewire. Do not use the catheter if there is any evidence of mechanical damage or leaking.¿ a lot history review (lhr) of reau2152 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported by the nurse that the patient accepted catheter placement on (B)(6) 2017 at the facility. The catheterization nurse found that when preflushing the catheter, after opening the package, the front end of the guidewire had punctured the catheter, thus damaging the catheter. A new device was used to complete the procedure. No reported patient injury.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of reau2152 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported by the nurse that the patient accepted catheter placement on (B)(6) 2017 at the facility. The catheterization nurse found that when preflushing the catheter, after opening the package, the front end of the guidewire had punctured the catheter, thus damaging the catheter. A new device was used to complete the procedure. No reported patient injury.